Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device had displayed the patient circuit disconnect alarm. There were no reports of patient involvement associated with the reported event.